Manufacturer narrative:
The device was returned to thd for technical investigation. The problem on the probe detected by the customer was confirmed. Technical investigation establish that the issue is due to a problem of compatibility between thd revolution unit and crc of the doppler probe. The problem was not detected during the manufacturing process. The crc is used to properly identify the probe by the thd revolution unit. Actions to prevent further recurrence of the issue are going to be implemented. Additional report will be summitted should further information become available.

Event description:
The probe, when connected to a thd revolution unit, provided an error message and it cannot be used. The treatment was terminated with another thd device with no impact on patient outcome.